Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date for incontinence and mesh was implanted. The patient reported experiencing worsened bowel and bladder incontinence, vaginal erosion causing discomfort and stinging during urination. The patient reported being advised to have a section of mesh removed, but was informed it may cause more scar tissue. Additional information was requested.